Event description:
It was reported that during a lead implant, when the physician attempted to pull the guidewire out, the tip broke off and remained in the patient's vein. The patient's condition was stable.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Boston scientific crm received information that the patient with this pacing system developed an infection. The system will be explanted. No other adverse patient effects were reported.